Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. Skin irritation and pain at the infusion site were reported by the patient, but are not addressed in this report. Infusion sets are required for the use of the remunity pump, but are not manufactured or distributed by millyard advanced medical products, llc, for use with the device. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 06-mar-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on the same day. It was reported that the patient received recurring cassette depleted alarms within minutes of changing the cassettes on both of their remunity pumps. Troubleshooting efforts were unsuccessful and several pharmacy-filled cassettes were wasted. The patient experienced an interruption in therapy; however, the patient's caregiver confirmed that they did not experience any worsening of their pulmonary arterial hypertension (pah) symptoms. The patient was admitted to the hospital during which time, the patient requested to be transitioned from remunity to a new pah medication due to the issues with changing the cassettes.